Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a reverse shoulder arthroplasty, the impactor fractured at the tip inside the patient, however, all fractured pieces were removed.